Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02331 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6), 2010. According to the complainant, during the procedure, in both instances, the clip would not release from the catheter. It has been reported that the handle was not properly operated to release the clip from the delivery system. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.